Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). The cause for the failure was isolated to a defective r45 resistor on the computer/analog board. The root cause for the defective r45 resistor could not be positively identified. No adverse events resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.